Manufacturer narrative:
Correction in section d-9 device was returned on january 9,2025. Additional information reflecting in section d-10 concomitant medical products. Article: 33590 - outer sheath, ø 11 mm. Lot: sl06. Product returned on: january 9,2025. Article: 27050xa - inner sheath for 27050 sl. Lot: xl01. Product returned on: january 9,2025. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the jaws and the sheath were broken. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: leading device: 26159uhw - biopsy and grasping forceps, 5 fr. During inspection, it was determined that a rivet-a small connecting part-had come loose from the mouthpiece of the instrument. This meant that the connection between the mouthpiece and the joint was no longer stable, which ultimately led to a loose connection/breakage. The investigation confirms that a poor weld and the insufficient recess are the main causes of the defect. The corresponding operating instructions ri: 26159uhw_en_v48.3_03-2023_ri_ce refer to a visual and functional inspection of the device. Furthermore, based on the complaint data, this is considered as an individual case. There is no indication for a systematic problem. Involved devices: 33590 - outer sheath, ø 11 mm. No breakage was found on item 33590. Instead, the adhesive bond between the shaft and the luer was loosened - a defect that can only occur as a result of excessive force or improper/chemically aggressive processing. Since the luer is additionally screwed in place and must be actively loosened, two clear instances of misuse are required to cause the condition found. 27050xa - inner sheath for 27050 sl during the examination, a break was found in the rear section of the instrument. The fracture at the rear of the instrument is due to corrosion resulting from insufficient drying after reprocessing. The resulting weakening of the material, combined with mechanical overload during use, led to the failure of the component. The root cause is clearly a reprocessing and operating error. The event is filed under internal karl storz complaint ID: (B)(4).